Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular channel. This happened during a normal battery depletion replacement procedure and a cautery was being used. The noise was attributed to the cautery. The replacement procedure was completed, the explanted device was analyzed, and the battery status was normal with no faults noted. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right ventricular channel. This happened during a normal battery depletion replacement procedure and a cautery was being used. The noise was attributed to the cautery. The replacement procedure was completed, the explanted device was analyzed, and the battery status was normal with no faults noted. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.